Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that a sensor that she was wearing came off of the site and had broken. The customer reported that she noticed this because the insulin pump had an alarm stating that the sensor wasn't connected. Blood glucose level at the time of the incident was not provided. The customer will not return the product for analysis.